Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the cardiac resynchronization therapy pacemaker (crt-p) showed no lead trends and no battery longevity estimator. The device had been implanted almost four years ago. The parameters screen showed that the implant detect was still on. This was turned off and the device remains in use. No patient complications have been reported as a result of this event.